Event description:
A malfunction alarm identified as "malf 16" was reported by the customer, with no notable events occurring before the malfunction. There was no adverse impact to the customer's blood glucose level. The customer's pump, which was still under warranty, was scheduled for replacement by technical support. The customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery. Instructions were provided to place the pump into storage mode before returning it using a prepaid label, which the customer understood and acknowledged.